Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed an unexplained pump reboot. The battery compartment was observed to be cracked with evidence of moisture contamination inside. The battery cap was found to be damaged, and was unable to fully secure onto the pump. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no evidence of moisture or loose components were found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption. It was reported that the battery cap would not attach on to the pump, and that it had not be replaced in over thirteen months. It was also reported that the battery compartment was cracked with evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.